Manufacturer narrative:
.

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. Access was obtained through the radial artery. The 100% stenosed lesion was located in the non tortuous and non calcified right coronary artery. The physician attempted to advance a taxus express2 4.5x12mm drug eluting stent, but was unable to cross the lesion. The device was withdrawn from the pt, and it was noted that the stent was damaged. The procedure was completed with another 4.5x12mm taxus express2 stent. No pt complications occurred. Pt status is satisfactory.